Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the physician to report the dislodged valve remains stable in the ascending aorta with the crown portion of the second valve frame positioned inside the inflow portion of the first valve frame.

Manufacturer narrative:
Updated data: b5, h2, h3. H6 image review: one static image was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The image provided shows two valves implanted in which one of them appears to possibly be in the aorta. It was reported that the valve dislodged aortic during removal of the delivery catheter system after valve deployment. The dislodgement event was not captured therefore it is not possible to validate the cause of the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID d-evprop23-29 (lot: 0012436660); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve popped out of the annulus when the nose cone of the delivery system was retrieved from the left ventricle. A new valve was loaded onto a new delivery system and implanted without any problems or negative effects on the patient, resulting in a good outcome.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve popped out of the annulus when the nose cone of the delivery system was retrieved from the left ventricle. A new valve was loaded onto a new delivery system and implanted without any problems or negative effects on the patient, resulting in a good outcome. Additional information was received indicating that a pre-implant balloon dilation was performed with an 18 mm non-medtronic vacs balloon at the outset of the procedure.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.